Event description:
It was reported that "during the procedure according to IFU, the physician found the tissue dilator bent. So, a new kit was opened to finish the procedure."

Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit for analysis. Signs of use in the form of biological material were observed inside the tray. Visual analysis of the dilator revealed a bend towards the distal end. Microscopic examination confirmed the damage. No other defects or anomalies were observed with any other portion of the dilator. The bend on the dilator body measured 2.1cm from the distal tip. The dilator length measured 100mm, which is within the specification limits of 95.2mm-108mm per the dilator product drawing. The dilator inner diameter measured at the distal tip measured 0.9398mm, which is within the specification limits of 0.9144"-0.9652" per the dilator extrusion product drawing. The returned guide wire was inserted through the distal tip of the dilator. Despite the bending on the dilator, the guide wire passed with no resistance. Performed per IFU statement, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of a damaged dilator body was confirmed through complaint investigation. Visual analysis revealed that the dilator body was bent. Despite the damage, the dilator met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings to suggest a manufacturing issue. Based on the customer report that the damage was observed during use and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.